Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the atrial lead exhibited noise and insulation anomaly. The noise was able to be reproduced. No patient symptoms or intervention were reported.